Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Since implant, patient said they are starting to have bladder problems again; the patient is wetting themselves. They are also getting very bloated and they have a hard time having a bowel movement. Prior to the call today, the patient has taken a laxative, prune juice, and a suppository, but they are not helping. During the call, the patient synched to their ins which showed stimulation was on; they are at 8.3v on program 3 and they are comfortable. The patient then decreased stimulation to 2.7v and was still feeling stimulation in the correct area. It was reviewed to complete a voiding diary to track progression/therapeutic response. The call center instructed the patient to give it a coupe days and call back or call their hcp if it doesn't resolve. No device issue was reported and no further patient complications have been reported as a result of this event. Additional information was received. No new information. Additional information received from the patient reported that their ins was causing them pain and would like to have it removed. The patient stated that they don¿t know exactly where the healthcare professional (hcp) implanted the ins but it had been hurting them for months now. They later stated that the ins was put on their right side and it felt like ¿it's mashing on something in there¿. The patient indicated that there was constant pain where their scar was. Sometimes it hurt them so bad that they can¿t stand it and they were ¿sure if the pain is in one of her organs¿. They did not take any pain medication for the pain symptoms. The patient also stated that their bowel function had been adversely affected, noting that they "can't stop going to the bathroom, nothing but diarrhea¿. They indicated that they never had problems with their bowels and ¿it's just been the bladder issue¿. The patient mentioned that it seemed like their bladder ¿is clogged up¿ as they will drink a lot of water and sometimes that would not help. In addition, it was reported that after the ins was implanted, they looked bloated as if they were ¿6 months pregnant¿. The bloating eventually went down. Further, the patient stated that no one ever told them that the ins would have to be replaced every 3-4 years. It was noted that the patient had met with different manufacturer¿s representative for regular programming but they stated that it still was not working right. They added that a representative told them that the ins could be taken out and they could be out on medications. When the patient was provided with troubleshooting assistance, they stated that "I don't want to mess with the settings." There were no further complications reported or anticipated. Additional information was received from the patient. Patient said that the implant is protruding out of back and causing patient pain and infections. Patient said that on (B)(6) 2020, a family member took the patient to the hospital as patient was running a fever and going to the bathroom peeing and pooping at the same time. Patient had a urine test and was diagnosed with a urinary track infection (uti). Patient said that IV antibiotics were attempted however said that the lines clogged up on both sides. An infectious disease healthcare provider (hcp) was consulted and told the patient that she is very sick, due to the implant and was told that as long as patient has the implant she will continue to have infections. Patient was placed on strong oral antibiotics. The patient was released from hospital on (B)(6) 2020. The removal surgery was scheduled form (B)(6) 2020 however the healthcare provider (hcp) won't perform the surgery due to unrelated medical complications. Troubleshooting was unable to be performed as what patient reported is a medical issue so patient was redirected to work with their managing healthcare. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back regarding previously noted issues with hcp. The patient repeated the same issue as previously noted. The patient stated that they did end up having ins removed "before covid hit" and that they still have issues with the site where ins was and where it was removed. The patient stated the issues started after the hcp did the replacement procedure, and they ended up in the hospital twice after it with bladder and bowel issues. The patient stated that after ins was removed, the hcp wrote down that it had "malfunctioned.". The patient did not know what happened with the ins device after the explant. The patient was directed to hcp regarding issues with them and the ins device after explant.